Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: confirmed the down and up keys are intermittently responsive. Removed the keypad and found contamination under the all key contacts. No damage to keypad. Unrelated to the complaint, there was a dim pink display. Use returned battery cap, battery cap does tighten fully. Battery compartment cracked in two places: below bumper pad and between bumper pad and top.